Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective high voltage power supply board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when the power is turned on to the generator, e433 (permanent rebooting error message) occurs and the restart is repeated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The investigation determined that the reported error e433 was likely caused by an issue with the high voltage power supply board. The component issue likely occurred following a short circuit of the transistors. Olympus will continue to monitor field performance for this device.